Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Inspection of the equipment noted a broken piece from the adjustable pressure limit valve (apl). The apl valve will be replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that pressure could not be increased in manual mode. There was no report of patient involvement.